Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and led to pump shutting down, with caller unsure how damage occurred and suggesting normal wear and tear. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, while technical support arranged shipment of replacement pump.